Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on mid (B)(6) 2019 with blood glucose of above 400 mg/dl. Customer reported current blood glucose value was 160 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as positive results in ketones test nausea, vomiting, abdominal pain, difficulty breathing had gastro paresis they were high ketones. The customer was treated with manual injection and insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.